Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the Legal Manufacturer¿s final Investigation.Additional Data: D8, H2, H3, H6.The device was returned to Olympus for inspection, and the reportable malfunction was not confirmed.Based on the results of the investigation, no device problem was found, and a definitive root cause could not be established.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
DATE OF EVENT IS UNKNOWN. ADDITIONAL INFORMATION WILL BE PROVIDED IF AVAILABLE THE DEVICE EVALUATION IS ONGOING. SHOULD ADDITIONAL RELEVANT INFORMATION BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. .

Event description:
THE CUSTOMER REPORTED THE HIGH FLOW INSUFFLATOR MALFUNCTIONED DURING POWER ON AND WHEN PRESSING THE "CAVITY MODE" BUTTON. THE ISSUE WAS FOUND DURING SET UP / INSPECTION FOR USE (DURING SET UP IN ROOM / BEFORE PATIENT IN ROOM).